Event description:
There was an allegation of questionable sodium electrode (na) and chloride (cl) results for 3 patient samples on a cobas pro ise analytical unit. The doctor questioned the initial results which prompted the customer to repeat the samples. Sample 1 had an initial na result of 155 mmol/l and an initial cl result of 114 mmol/l. The sample was repeated on another analyzer and the na result was 138 mmol/l and the cl result was 100 mmol/l. Sample 2 had an initial na result of 160 mmol/l and an initial cl result of 118 mmol/l. The sample was repeated on another analyzer and the na result was 138 mmol/l and the cl result was 101 mmol/l. Sample 3 had an initial na result of 163 mmol/l and an initial cl result of 118 mmol/l. The sample was repeated on another analyzer and the na result was 142 mmol/l and the cl result was 102 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The na electrode lot number is enw24 and the cl electrode lot number is fnc03. Calibration was last performed on the day of the event. The alarm trace showed an abnormal sample probe aspiration alarm. The field service engineer (fse) found a leakage at the potassium chloride acrylic block. The fse replaced reagent flow path tubing, the ise sipper nozzle, sipper, and pinch tubing, cleaned and flushed the sipper flow path, replaced the electrodes, and performed a reagent prime and flow path conditioning. A precision check, ise check, calibration, and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.